Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. There was no adverse impact to the customer's blood glucose level due to the reported event. The customer reverted to manual injections for insulin therapy.